Event description:
This cochlear implant pt reportedly developed a skin flap infection along the incision line postoperatively. Because the infection did not clear, her surgeon decided to explant the device one month after implantation in 2005.